Manufacturer narrative:
After battery installation, device displayed a frozen post-reset ram crc alarm screen due to a non functioning keypad. After lifting off the keypad overlay, the down arrow button functionality improved somewhat, but it still took multiple button presses before the screen responded. This is probably due to an intermittent connection between the keypad trace and the keypad contact itself. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the keypad was unresponsive. The customer blood glucose level was unknown. The customer declined troubleshooting. Customer states that numbers are not ramping on their own. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode is inactive. Customer states the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.